Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the surgeon went to fire the device and after firing, the staples fell off the tissue. They did not form. After this incident the device would not articulate. A new device was pulled and used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.